Manufacturer narrative:
Analysis found that when the stylus touched the screen, there was no reaction. It was also noted that the upper hinge plate was missing. As a result the stylus assembly and upper hinge plate were replaced. The programmer then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a black screen. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.